Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient made a mistake and did not wear a mask during pd therapy. The patient was hospitalized on the same day as onset and started treatment with reflin (500mg in each bag, once in 4 hours, intraperitoneally), fortum (500mg in each bag once in 4 hours, intraperitoneally), cipron tablet (250mg, once a day, orally) and flucon tablet (150mg, once a day, orally). Treatment was ongoing and the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.